Event description:
A malfunction alarm, indicated by code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with instructions to call back if the issue happened again.